Event description:
Hill-rom received a report from the account stating the beds brakes were not working (brakes not holding). The bed was located at the account in (B)(6). There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brakes not holding due to the rubber piece on brake caster worn out. The tech replaced the brake caster to resolve the issue. Based on this info, no further action is required.